Event description:
Additional information reported the event was related to the lead.

Manufacturer narrative:
Additional information indicated the reported event date was the date the clinical study site became aware and not the date the event occurred.

Event description:
It was reported the patient had uncomfortable paresthesia and pain due to lead position change. The lead position changed due to an accident and was noted to be related to the device or therapy and not related to the procedure. X-ray revealed the correct position of the lead was noted in (B)(6) 2015. The lead was repositioned in may and the event was considered resolved without sequelae.

Manufacturer narrative:
Product ID: 39565-30, lot# 0208227061, product type: lead. (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the event resulted in in-patient hospitalization.

Event description:
Additional information reported the lead had migrated and x-ray confirmed the migration.